Event description:
Boston scientific received info that this pt underwent bypass surgery, and post surgery it was noted that this right atrial (ra) lead had loss of capture and dislodged from its original position. The lead was successfully repositioned and remains implanted. To date, no adverse pt effects have been reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.